Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 24 and 36 hours. Patient's mother stated the cannula dislodged from the infusion site (leg), and appeared bent upon removal. As treatment, a new pod was applied and a bolus was delivered. The patient's blood glucose insulin history is as follows: (B)(6).